Manufacturer narrative:
Product event summary #during system boot up, computer hangs up with mouse pointer. Product analysis summary: during system boot up, computer hang up with mouse pointer.; action/resolution: all cable connection from the computer removed and reattached. Usb connection exchanged on computer. System start up for 10 times without problems. System checkout performed. Other relevant device(s) are: model: 9734477r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during system bootup, the computer ¿hangs up with mouse pointer¿. This goes on to explain that the mouse pointer cannot move, and the touch screen does not show any function during operation either. No patient was present at the time of the event.